Event description:
This patient had bilateral breast augmentation with meme implants in august, 1984. The patient became fatigued, developed high blood pressure in 1985 and was diagnosed with polycystic kidney disease. She had also developed poly arthralgia and myalgias along with memory loss. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. On the right side there was no polyurethane cover or shell integrity, therefore there was free gel. On the left the surface was sticky and the imlant was ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.